Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 33rd complaint for lot # 8324761 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: while a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the injection needle was blocked and it was continuously found when the lot no. 8324761 injection needle were used today."